Event description:
It was reported to philips that the system failed to power on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips remote service engineer (rse) assessed the system and identified system failed to power on. On onsite service, after reviewing the system logs, field service engineer (fse) discovered that the power board indicated low-quality power delivery and there were no errors with the 230v power supply. To resolve the issue, fse replaced the mims board and reloaded the software on the pdu control module card, but the issue is not resolved. The pdu control board was suspected to be defective. The failure analysis for pdu control module conducted the mains detection is not functioning properly, which hinders the system from fully initiating and for pdu mim fru no failure found. To resolve the issue, fse replaced ny15 card and reconnecting the ny card. After replacing the ny15 card and reconnecting this card, system was returned to use in good working order. The codes were updated based on the investigation outcome.